Event description:
It was reported that the pt underwent a pelvic floor repair procedure in 2004. Post-operatively, the pt developed a urinary tract infection. The pt was placed on furadantine, one capsule three times a day for seven days. The infection resolved nine days later.